Manufacturer narrative:
B3: date of event is unknown h6 evaluation codes: updated no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable alarm is the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarms "no disposable, clamp tubing." Upon restart, the pump alarms "no disposable, pump won't run." Settings were reviewed, pump was turned off and tubing clamped. Cassette was removed and tubing massaged while pressing green flow stop down. Air bubbles are present in the cassette tubing. Cassette tapped on a hard surface and attached. Pump turned on, settings reviewed and upon restart, alarm returns. Process repeated and alarm persists. Patient not affected. No patient injury. No additional information.